Manufacturer narrative:
Additional information: h4, h6, h11 h4: the lot was manufactured between march 29, 2024 - april 2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggest possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The issue was further described as, 'the pump was stopped and patient did not receive the full infusion.' The device contained 5-fluorouracil 3950mg in 115ml 0.9% sodium chloride with expected therapy time of 46 hours. The pump was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.